Event description:
It was reported that the central monitor speaker had no sound for a technical alarm during testing. The device was reported to not be in clinical use at the time the issue was discovered. There was no report of any adverse event. There was no patient was involvement.